Event description:
It was reported that during a device check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message (error code 132 - internal watchdog timeout). No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll (B)(4) for evaluation. Investigation results are as follows: visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive data was performed and multiple "system error code 132-internal watchdog timeout" codes were observed on the reported event date of 05/14/2015. The platform was unable to undergo initial functional testing as a result of the system error. Further inspection determined that the processor pca board was defective. Based on the investigation, the part identified for replacement was the processor pca board; however, no parts were actually replaced as the customer declined service to the platform. In summary, the customer's reported complaint was confirmed through review of the archive. The root cause was determined to be that the processor pca board was defective. The processor pca board was identified for replacement; however, the customer declined repair of the autopulse.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.